Manufacturer narrative:
The product was discarded, therefore, no product failure analysis can be conducted and device malfunction cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. The device history record was reviewed. The DHR review verifies that the devices were manufactured in accordance with documented specification and procedures. (B)(4). Evaluation methods: no testing methods performed. (B)(4). Results: no results available since no evaluation performed. Conclusion: device discarded by user, unable to follow-up. (B)(4). Concomitant products: carto xp system; model #: unknown; serial #: unknown. Ep - shuttle rf generator system - 100w; model #: 39d-76x; serial #: (B)(4). (B)(4). Event description continuation: more distally by the physician to do further diagnostic testing. He was not able to venture distally due to anatomy of the coronary sinus not permitting as it may have been small or early bifurcation. No venogram was performed. Therefore, could not confirm. The outcome of the adverse event was improved. There is no information about the hospitalization. The physician did not provide a causality opinion for the cause of this adverse event. An additional request has been made to clarify if there were biosense webster catheters used during this procedure. However, no further information has been made available. Since the two ez steer thermocool navigational 4mm catheters were used during the procedure, biosense webster is taking a conservative approach and reporting this event under both these catheters used during the procedure.

Event description:
It was reported that a male patient that was in his 60's underwent a premature ventricular contraction (pvc) procedure with an ez steer thermocool navigational 4mm catheter and suffered a cardiac tamponade which required a pericardiocentesis. During the event, while using an ez steer thermocool navigational catheter, the catheter was not detected by the carto xp system. This catheter was replaced with another ez steer thermocool navigational catheter and the issue resolved. Also during ablation, there was a hardware error 9. They reduced the power and continued with the procedure. Both these issues were not indicative of MDR reportable issues. Post procedure there was a pericardial effusion. The pericardial effusion was tapped and 200mls of blood were drained from the pericardial space. The patient's blood pressure recovered. The drain was removed the following day. No further issues were reported. The patient did not have a transseptal puncture performed. An 8.5 short sheath was used. However, the brand was not known. The generator was set to temperature mode. Therefore, it reached each individual set power of 40w, 35w, 30w and 20w in approximately 8 seconds. The flow was set to 30 ml/min when ablating at 30w and 17 ml/min when ablating at or below 30w. The ablation site was not confirmed as the site of ¿injury¿ as the blood pressure had been gradually dropping throughout procedure from the first diagnostic catheter insertion prior to first ablation. Ablation was for approximately 2 minutes in a region of approximately 2cm x 2cm. The coronary sinus catheter had been attempted to be maneuvered much ...